Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5071912) on 18-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), cyst ("painful cysts"), alopecia ("hair loss"), abdominal discomfort ("stomach flutters") and hypersensitivity ("severe allergic reaction"). At the time of the report, the pelvic pain had resolved and the cyst, alopecia, abdominal discomfort and hypersensitivity outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, alopecia, cyst, hypersensitivity and pelvic pain with essure. The reporter commented: the seriousness criterion "disability/permanent damage" was reported, but not specified or assigned to one of the events. Further company follow-up with the consumer is not possible. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.